Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The pharmacist reported that during multiple cataract surgeries, ophthalmic blades from different packs were not cutting properly. The surgeries were completed using an alternative blade. No patient harm was reported. Additional information has been requested, but none has been received to date.